Manufacturer narrative:
Findings: unit received with operating currents within specifications. Unit passed selftest, aa21 error test, basic occlusion test, and displacement test. However, unable to prime unit during prime/aa33 test due to loose/flush drive support disk. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corner, case, end cap and battery tube. Unit received with minor scratches on lcd display window. Unit received with missing end cap sticker. Due to privacy laws, customer info may not be available on international complaints.

Event description:
The notification was created because the customer returned the insulin pump. The customer's blood glucose value was unk. No further info was provided.